Event description:
Doctor was doing a direct anterior hip. It was time to implant the trident cup, ref #502-11-50d lot #49257401, so the cup impactor bolt, ref # 1440-2011 lot # er9ca4, from the da instrumentation was threaded into the cup and impacted into the patient using the curved cup bolt impactor, ref #1440-2010, from the da instrumentation. When the cup was seated, the doctor tried to remove the cup impactor bolt, but the whole cup spun. So he took the whole cup out and repeated the process to re-insert the cup. He, again, tried to remove the cup bolt impactor but the whole cup spun. He pulled out the trident cup and attempted to remove the cup impactor bolt from the cup, but we could not do so (this one I was able to untwist down in spd after the case and will be sending it in). We opened another trident cup, ref #502-11-50d lot #49496201, and repeated the process to implant this cup with the other cup bolt impactor from the da instrumentation, ref #1440-2011 lot# er9ca4. We could not get it to grip the bone so doctor made the decision to open a tritanium cup, ref #502-03-50d lot #mmek8p, and we repeated the implanting process using the second cup bolt impactor. When the cup was seated he tried to remove the cup impactor bolt and, again, the cup spun. So he pulled the tritanium cup out of the patient and attempted to remove the second cup impactor bolt, but, again, we could not do so (will be returned). We ended up implanting the trident cup that we opened second because we could not get the cup impactor bolts out of the other two cups.

Manufacturer narrative:
An event regarding difficulty disassembling a da impactor bolt from a shell was reported. The event was confirmed. Method & results: -device evaluation and results: a function analysis confirmed the reported disassembly difficulty. Inspection of the device found no damage to the product. In addition, no manufacturing non-conformances were identified. A visual inspection of the returned devices showed no signs of device damage on the body or the threads. -medical records received and evaluation: not performed as patient factors did not contribute to the reported event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there has been one other previous reported events for this lot ID. Conclusions: it was determined that no manufacturing non-conformities were identified. However, this device is in scope of a non-conformance report to further investigate the root cause of similar reported events.

Event description:
Doctor was doing a direct anterior hip. It was time to implant the trident cup, ref #502-11-50d lot #49257401, so the cup impactor bolt, ref # 1440-2011 lot # er9ca4, from the da instrumentation was threaded into the cup and impacted into the patient using the curved cup bolt impactor, ref #1440-2010, from the da instrumentation. When the cup was seated, the doctor tried to remove the cup impactor bolt, but the whole cup spun. So he took the whole cup out and repeated the process to re-insert the cup. He, again, tried to remove the cup bolt impactor but the whole cup spun. He pulled out the trident cup and attempted to remove the cup impactor bolt from the cup, but we could not do so (this one I was able to untwist down in spd after the case and will be sending it in). We opened another trident cup, ref #502-11-50d lot #49496201, and repeated the process to implant this cup with the other cup bolt impactor from the da instrumentation, ref #1440-2011 lot# er9ca4. We could not get it to grip the bone so doctor made the decision to open a tritanium cup, ref #502-03-50d lot #mmek8p, and we repeated the implanting process using the second cup bolt impactor. When the cup was seated he tried to remove the cup impactor bolt and, again, the cup spun. So he pulled the tritanium cup out of the patient and attempted to remove the second cup impactor bolt, but, again, we could not do so (will be returned). We ended up implanting the trident cup that we opened second because we could not get the cup impactor bolts out of the other two cups.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.